Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and a calcified left anterior descending (lad) artery. A 3.0x33mm non-bsc stent was implanted. Then, the apex balloon was inserted into the first diagonal to expand the stent strut. The balloon ruptured at 6 atms. No pt complications were reported. Pt's status reported as "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.